Manufacturer narrative:
Follow up 18-aug-2016: follow up attempts have been completed, without response to date. No new information was provided.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 09-may-2016 which refers to an adult female patient who had essure (fallopian tube occlusion insert) in 2013. The patients medical history includes gallbladder surgery on (B)(6) 2011 and cholecystectomy in 2011. She was obese ((B)(6)). Her concomitant drug was diflucan 150 mg oral tablet. On (B)(6) 2016, the patient had physician's visit complaining of pelvic pain that was worse with her cycle; the pain was daily. It is about 7 out of 10. She reported the pain started after she had her essure placed in 2013 at another provider's office. She gave it some time to see if it will get better and it was interfering with her life. She was seen in the emergency room in january and had a normal pelvic ultrasound. Her other provider cannot see her for another 2 months and she did not want to wait. She wanted her coils removed. She also mentioned she had heavy periods and has been on birth control pills for that and it seemed to help a lot. During review of systems she presented the following symptoms: chills, sweats, nasal congestion, cough, painful periods and back pain. She was using tylenol and was given toradol 10 mg oral tablet as needed. During exam she presented some left lower quadrant tenderness over the area of the tube. On (B)(6) 2016, the patient had a laparoscopic bilateral salpingectomy with essure coil removal due to pelvic pain. The findings during surgery were normal appearing uterus, tubes, ovaries, bowel, liver and gallbladder. The essure coils were pulled to remove from the uterine cornua, all coils were removed. Quality-safety evaluation of product technical complaint (ptc): received on 26-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had pelvic pain since essure (fallopian tube occlusion insert) insertion. She was submitted to bilateral salpingectomy with removal of essure devices. The reported event is listed according to essure's reference safety information. During and after essure insertion, pelvic pain may occur. In this case, patient developed pain with a positive temporal relation with essure procedure and no alternative explanation was available. Therefore; causality with the suspect insert cannot be excluded. Other non-serious events were reported. This case was considered an incident, since device removal was required. The product technical analysis could not be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Further information has been requested.